Event description:
It was reported that during the surgery. After fired, the surgeon noted that the tissue was not cut and staples deployed on the tissue, changed another device to complete the procedure, there was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 2/9/2024 d4: batch # 379c47 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60g reload not loaded on the device. The reload was received unfired, with 6 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clear any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 379c47, and no non-conformances were identified.